Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was undergoing treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported that the 12 fr sheath being used was not long enough to reach the contralateral gate of the trunk, so a contralateral leg component was advanced outside of the sheath. However, the delivery catheter reportedly would not advance into the gate because the patient¿s anatomy was long, and the catheter kept bowing. The pxc141400 was reportedly withdrawn into the sheath with the plan of advancing the sheath higher up into the gate. It was reported that resistance was met during withdrawal of the pxc141400, and the trailing olive became caught on the tip of the sheath. The delivery catheter was reportedly forcibly pulled, at which time the device started to deploy at the leading end. It was reportedly decided to deploy the rest of the device where it was, with the device landing just below the contralateral gate of the trunk. However, it was reported the device did not fully open upon deployment. The delivery system was removed, at which time the delivery catheter reportedly broke at the trailing olive, resulting in the leading olive and polyimide remaining inside the patient. A snare catheter was used to remove the detached olive, and an additional device was implanted to bridge the trunk and pxc141400. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
Evaluation summary - review of the returned product revealed the polyimide tubing was separated at the trailing olive. An investigation of the leading olive showed no damage. Based on the available information and evaluation of the returned portion of the product, no root cause could be determined at this time.